Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred on an unspecified date of november, 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked unspecified medication from a side port. This occurred during patient infusion. A new bag of medication would be sent for infusion to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.